Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total knee arthroplasty, a blue foreign substance was found on the implant surface. It was discovered that there were little particles inside of the sterile tray. Subsequently, another implant was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product was unable to confirm any debris in packaging or blue foreign substance on the implant surface as the packaging was not returned and the implant was clean upon return. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.